Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed no signs of damage. Functional leak testing was performed and revealed a leak from the tube between the y site and the luer lock. Closer visual inspection revealed a scratch in the tube. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from the tubing. This occurred when the set was connected to a non-baxter three chamber bag. There was no patient involvement. No additional information is available.